Event description:
It was reported that during implanting procedure, it was noticed that the connector pin was found to be bent in one direction. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Event summary: (B)(4): the distal connector was bent, the distal electrode was covered in blood, and the lead was damaged at implant; full lead returned and analyzed.